Event description:
Boston scientific received information that this device was implanted approximately six months ago. The lead impedance measurement is much higher that it should be. The device does not allow for defibrillation testing because of the high impedance measurements. The physician confirmed the lead is not fractured. Therefore, a connection issue was suspected. Boston scientific technical services (ts) suspected that the high voltage leads are reversed in the header. An invasive procedure was performed and concluded that the high voltage leads were reversed in the header. Difficulty was experienced in unscrewing the setscrews. After the lead was removed, the setscrew in one port was functional. The decision was made to explant the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.